Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number scrolling anomaly was noted on the display. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus. Customer reported that the numbers were scrolling on the screen and the buttons were unresponsive. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level at the time of the call was 150 mg/dl. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.